Event description:
The patient was hospitalized for hypoglycemia. No further information is available at the time of this report despite several attempts to contact patient. Device was not returned for evaluation.